Event description:
Pt went to bed complaining of a headache. In the morning, the cochlear implant internal device was not working. The family came to the clinic and internal device was found to have failed. Device is tentatively planned to be explanted and will be shipped to the MFR immediately following.